Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection confirmed that the lead was returned missing the helix tip. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position the lead caused the helix to break.

Event description:
It was reported that during implant preparations, the helix of this lead was extended, then torque was built up on the lead by rotating the helix five more times. The lead end cap and stylet were then placed over the lead pin by the physician to secure the helix and the lead was introduced into the catheter outside of the body. The lead was then advanced into the right ventricle and placed on the septal wall for left bundle branch (lbb) pacing with three clockwise rotations of the lead body. Pacing impedance measurements were noted to be 500 ohms, however, high capture threshold measurements of 5 volts were noted. The lead was then rotated one more time and the physician briefly paused the procedure. No active imaging was occurring during this time. When the physician resumed the procedure a few minutes later, review of the lead on fluoroscopy noted the helix appeared to be at a slight angle, not coaxial and a bit stretched. The physician then advanced the catheter as close to the septum as possible to make the lead coaxial and then applied counterclockwise rotation on the lead body to release the lead from the septum. During this time, difficulty was encountered with releasing the lead from the tissue, so further rotation of the lead body was applied. The lead was eventually removed from the body. Visual observation noted that the helix had broken off of the lead and remained fixed in the septum. The helix was left abandoned in situ. Another lead was successfully implanted and the procedure was completed. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Manufacturer narrative:
This report is being filed to correct the following fields: b1: adverse event/product problem b2: outcomes attrib to adv event h1: type of reportable event upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection confirmed that the lead was returned missing the helix tip. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position the lead caused the helix to break.

Event description:
It was reported that during implant preparations, the helix of this lead was extended, then torque was built up on the lead by rotating the helix five more times. The lead end cap and stylet were then placed over the lead pin by the physician to secure the helix and the lead was introduced into the catheter outside of the body. The lead was then advanced into the right ventricle and placed on the septal wall for left bundle branch (lbb) pacing with three clockwise rotations of the lead body. Pacing impedance measurements were noted to be 500 ohms, however, high capture threshold measurements of 5 volts were noted. The lead was then rotated one more time and the physician briefly paused the procedure. No active imaging was occurring during this time. When the physician resumed the procedure a few minutes later, review of the lead on fluoroscopy noted the helix appeared to be at a slight angle, not coaxial and a bit stretched. The physician then advanced the catheter as close to the septum as possible to make the lead coaxial and then applied counterclockwise rotation on the lead body to release the lead from the septum. During this time, difficulty was encountered with releasing the lead from the tissue, so further rotation of the lead body was applied. The lead was eventually removed from the body. Visual observation noted that the helix had broken off of the lead and remained fixed in the septum. The helix was left abandoned in situ. Another lead was successfully implanted and the procedure was completed. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Event description:
It was reported that during implant preparations, the helix of this lead was extended, then torque was built up on the lead by rotating the helix five more times. The lead end cap and stylet were then placed over the lead pin by the physician to secure the helix and the lead was introduced into the catheter outside of the body. The lead was then advanced into the right ventricle and placed on the septal wall for left bundle branch (lbb) pacing with three clockwise rotations of the lead body. Pacing impedance measurements were noted to be 500 ohms, however, high capture threshold measurements of 5 volts were noted. The lead was then rotated one more time and the physician briefly paused the procedure. No active imaging was occurring during this time. When the physician resumed the procedure a few minutes later, review of the lead on fluoroscopy noted the helix appeared to be at a slight angle, not coaxial and a bit stretched. The physician then advanced the catheter as close to the septum as possible to make the lead coaxial and then applied counterclockwise rotation on the lead body to release the lead from the septum. During this time, difficulty was encountered with releasing the lead from the tissue, so further rotation of the lead body was applied. The lead was eventually removed from the body. Visual observation noted that the helix had broken off of the lead and remained fixed in the septum. The helix was left abandoned in situ. Another lead was successfully implanted and the procedure was completed. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.